Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Additional information: serial number added. A product sample was received for evaluation. Visual inspection showed all were intact. During functional testing, the reported problem was duplicated. Found high pressure in the event history log caused pressure alarm. The root cause of the issue was found to be a defective downstream sensor. Downstream sensor to be replaced.

Event description:
Additional information received on 21-feb-2022: pump serial number.

Event description:
Per email (medwatch report mw5106909, report date: 25-nov-2021)spontaneous. Patient reports pump is alarming high pressure. Pump serial number unknown. Patient changed pumps, cartridges, and tubing but pump was still alarming. Advised patient to go to the hospital as there may be an obstruction. Patient verbalized understanding. No further questions or concerns. No other information known. Did the reported fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? No. Did we replace the product? Yes. Did the patient have a backup product they were able to switch to? No. Was the patient able to successfully continue their therapy? No: if no. What was the patient instructed to do in order to continue their therapy? Advised patient to go the hospital. Additional information received and attached by ICU medical on ((B)(6) 2022): pump serial number.